Event description:
A health care professional reported a patient received high readings from their adc hospital device. The health care professional reported high readings of 134 mg/dl and 134 mg/dl which were higher than lab reading of 34 mg/dl and 39 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle precision pro meter and precision strips were reviewed and the dhrs showed the freestyle precision pro meter and precision strips passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported a patient received high readings from their adc hospital device. The health care professional reported high readings of 134 mg/dl and 134 mg/dl which were higher than lab reading of 34 mg/dl and 39 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and visual inspection performed. No issues were observed. Installed retained batteries. Meter powered on with button depression. Observed lcd during power up/ self-test sequence, no issues observed. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. If the reported test strips are returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported a patient received high readings from their adc hospital device. The health care professional reported high readings of 134 mg/dl and 134 mg/dl which were higher than lab reading of 34 mg/dl and 39 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.